Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred and the procedure was cancelled. A versacross connect access solution was selected for a left atrial appendage closure (laac) procedure. A 2 mm preprocedural baseline effusion was noted prior to the procedure using transesophageal echocardiography (tee) imaging. The patient was reported to have difficult anatomy. The physician made multiple attempts and recaptures to try to access as much depth as possible but was unable to place the wds successfully. The procedure was discontinued. A post procedure tee effusion check showed the effusion had increased to 4 mm. The patient was monitored for approximately 10-15 minutes, and the effusion did not worsen and there was no change in hemodynamics. Routine protamine was administered. The patient will continue to be monitored and is scheduled for a follow up tee prior to discharge.